Event description:
It was reported that prior to starting a da vinci-assisted myomectomy surgical procedure, the neutral pad had recognition issue. The customer replaced the neutral pad, but the same issue persisted. The procedure was converted to another vision side cart (vsc). No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the issue was identified after surgical ports placement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse conducted an inspection but was not able to reproduce the recognition failure of the neutral pad. The fse replaced the integrated electrosurgical unit (iesu) for prevention. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis. The reported iesu failure was unable to be confirmed or reproduced. The iesu energized and cauterized all ports and recognized instruments. The error logs showed errors m-02, c-00, m-37.